Event description:
During the eval of this device for a separate symptom, it was found by baxter that this spectrum pump was inoperable due to constant "insert slide clamp" messages.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The device was received inoperable due to constant "insert slide clamp" messages. This deficiency was caused by a loose upper link screw. The pump was not within specification in relation to this symptom. The link screw was adjusted during eval, eliminating the slide clamp messages. The link screws will be replaced during the repair process.